Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the surgeon stapled twice with the tsw35 on both sides of the uterus during the procedure. Upon completing the vaginal portion of the procedure the surgeon observed no apparent difficulties when checking the staple line. It was reported the surgeon stated the procedure went unremarkable. It was reported several hours postoperatively the pt was complaining of pain and began to bleed from her incision sites. The pt was returned to the o.r. And the surgeon performed a laparotomy procedure where he observed disrupted staple lines on both sides of the abdomen. It was reported the surgeon believe an anterior branch of the uterine artery was protruding between the staples of one staple line. The surgeon completed the procedure by oversewing the staple line. It was reported the pt received a blood transfusion.